Manufacturer narrative:
(B)(4). Initial report. Report source, foreign: event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by mhra that the drill bit broke whilst in use in the acetabular shell. No patient injury was reported. The broken pieces were retrieved. The operation continued with a different drill bit. There was a delay of approximately 10min.

Event description:
It was reported by mhra that the drill bit broke whilst in use in the acetabular shell. No patient injury was reported. The broken pieces were retrieved. The operation continued with a different drill bit. There was a delay of approximately 10min.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Complaint summary: as the product has not been received, the investigation was limited to the information provided and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as lot number is unknown. A review of the complaint database over the last 3 years has found 1 complaint reported with the item (which is the initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. The supplied photograph shows that the product is fractured but it does not yield any information that could identify the cause. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item discarded.